Event description:
Procedure: unknown. Reportedly, the balloon deflated and the outer silicone layer of the balloon peeled off with pieces falling into the cavity. The pieces were retrieved without difficulty. No patient injury reported.